Manufacturer narrative:
(B)(4) date of event: unknown; captured as awareness date. Batch #: unknown. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? I believe so. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: the event stated "tissue pad of the harmonic device fell out inside of the patient" were any attempts made to retrieve the pad? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the tissue pad of the harmonic device fell out inside of the patient during a high anterior resection. They opened a new device to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2022. D4: batch # v70304. Photo analysis: this is an analysis of a set of images submitted for evaluation. Image ((B)(4)): the image provided by the customer is that of the distal jaw of what appears to be a har instrument. A closer look at the clamp arm interface shows the tissue pad detached. Image ((B)(4)): the provided by the customer shows a packaging tyvek. The lot can be seen as v70304. Image ((B)(4)): the image provided by the customer shows a plastic bag with the har instrument inside. No damage could be seen on the image. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/15/2023. D4 batch #: v70304 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The tissue pad was not detached as reported. The device was disassembled to inspect the internal components and no anomalies were found.    The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device lot/batch v70304, and no non-conformances were identified.